Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.: analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
End user reports he/she was discharged from the hospital with a wafer and pouch. He/she developed blistering under mass and border. Now the skin is weeping and blistering and nothing will adhere. Patient outcome was not reported.